Event description:
It was reported that the external pulse generator (epg) displayed an error at power up. Technical services explained the error and how to clear it. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.